Manufacturer narrative:
B5 event description updated h6 patient codes updated.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Prior to the procedure, a trivial apical anterior pericardial effusion was identified. The pre-existing pericardial effusion did not alter in size post procedure. A transthoracic echocardiogram (tte) prior to patient discharge confirmed the pericardial effusion had not changed in size. The following day, the patient presented to the emergency department with chest pain and pressure. A moderate pericardial effusion was observed and a pericardiocentesis drained 400ml of fluid. The patient was transferred to the intensive care unit for monitoring while the drain remained in place. No additional fluid accumulated, and the pericardial drain was removed. The presence of several comorbidities required the patient to remain hospitalized for further recovery. It was further reported the patient was discharged to a skilled nursing facility ten days post index procedure. It was further reported cardiac tamponade occurred in conjunction with the pericardial effusion.

Manufacturer narrative:
B5 event description updated.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Prior to the procedure, a trivial apical anterior pericardial effusion was identified. The pre-existing pericardial effusion did not alter in size post procedure. A transthoracic echocardiogram (tte) prior to patient discharge confirmed the pericardial effusion had not changed in size. The following day, the patient presented to the emergency department with chest pain and pressure. A moderate pericardial effusion was observed and a pericardiocentesis drained 400ml of fluid. The patient was transferred to the intensive care unit for monitoring while the drain remained in place. No additional fluid accumulated, and the pericardial drain was removed. The presence of several comorbidities required the patient to remain hospitalized for further recovery. It was further reported the patient was discharged to a skilled nursing facility ten days post index procedure.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Prior to the procedure, a trivial apical anterior pericardial effusion was identified. The pre-existing pericardial effusion did not alter in size post procedure. A transthoracic echocardiogram (tte) prior to patient discharge confirmed the pericardial effusion had not changed in size. The following day, the patient presented to the emergency department with chest pain and pressure. A moderate pericardial effusion was observed and a pericardiocentesis drained 400ml of fluid. The patient was transferred to the intensive care unit for monitoring while the drain remained in place. No additional fluid accumulated, and the pericardial drain was removed. The presence of several comorbidities required the patient to remain hospitalized for further recovery.